Event description:
It was reported that the patient presented in the emergency room for an unspecified cause. It was noted that the right atrial lead was dislodged. The atrial lead was explanted. The patient was in stable condition.